Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm and watchdog set test failure alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarms were recurring. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm, unexpected restart alarm noted. No damage found on interface board noted. No rewind anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.